Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 179 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump had a constant motor error alarm during the rewind test due to a corroded motor home switch. The electronic assembly had moisture damage. Unable to perform the displacement, basic occlusion, occlusion, prime excessive no delivery alarm tests or test for the motion sensor test failure alarm or verify the motor position encoder error alarm in the alarm history screen due to constant motor error alarms. The pump had minor scratches on the display window and a cracked reservoir tube lip.